Event description:
Patient reported having bite issues from using the aligners. They were seen by their dentist who told them to cease treatment. Requested letter of recommendation from patient's dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.